Event description:
It was reported that the patient experienced chest pain and on device interrogation it was noted that atrial over-sensing was noted on episodes and occasional over-sensing on some older episodes. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.